Event description:
Nurse reported to our sales rep, that she was observing a surgery procedure. During this procedure, she observed that the surgeon had problems with the probe. The surgeon noticed that the tip of the probe broke.

Manufacturer narrative:
Additional information will be provided, after investigation is complete.